Manufacturer narrative:
Device label code for f10. Posiition 1 and 2: 1738. Position 3: 1701. Evaluation: the iab was received intact for evaluation with the membrane noted to be completely unfolded. Blood was noted on the exterior of the iab. No abnormalities were observed in the membrane even though it was completely unfolded. The catheter o.d. Was measured and found to be within datascope's mfg specifications. No kinks were noted in the device. As a test, a vacuum was drawn and maintained on the unfolded membrane according to datascope's instructions for use. It was not possible to pass the unfolded membrane through a laboratory 10 french, 6 inch due to the condition of the returned membrane. Probable cause of difficulty; based on the examination of the iab, it was not possible to verify the reported difficulty based on the condition of the returned membrane. Although conjectural, it is possible that the user perceived the membrane flares at the proximal and distal ends of the folded iab membrane (where the membrane is attached to the balloon catheter tubing and tip) to be a defect. This characteristic is quite normal and is a result of the way the membrane is folded during the mfg process. In addition, if a sufficient vacuum is not drawn and maintained during the insertion (using a sheath), it is possible that the membrane at the proximal and distal tapers will become "bunched" or twisted when the catheter is handled during the insertion procedure attempt leading to the perception that the membrane has unfolded. In addition, difficulty inserting the iab through the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guide wire. The catheter was held too far back from the site of insertion. It was indicated on the returned balloon datasheet that the user believed that the balloon would not have passed through the sheath due to the perceived defect if the attempt was initially made. Co believe that the folded membrane would have passed through the sheath without difficulty. Having the opportunity to have examined the completely folded membrane and the actual sheath would have aided in the evaluation.

Event description:
The tip of the iab looked "scrunched". The following was rpt'd to datascope on 9/18/97: the dr felt that the catheter would not pass through the sheath so another catheter was opened up. The dr did not want to insert a second catheter because he did not want to risk possible complications to the pt's artery. The iab was never inserted into the pt. When the balloon was removed from the carton, it was in a "bent and bunched up" balloon. Event complications: unk - rpt'd 8/22/97; none - rpt'd 9/18/97. Pt current status: stable - rpt'd 9/18/97.